Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted the returned device indicated a set screw with a rounded socket.

Event description:
It was reported that during a routine upgrade procedure, the right ventricular (rv) coil had high impedance measurements after the chronic rv lead was connected to the device. Prior to the procedure, the rv coil impedance was within normal limits. The physician then attempted to disconnect and reconnect the device; however, the setscrew was loose in the header and came out with the wrench. The setscrew was reset in the header and the rv lead was reconnected. The rv coil impedance still measured high. The device was not implanted and a different device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.